Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received recurring no delivery alarms. The customer's blood glucose was between 335 mg/dl. The customer went through troubleshooting previously and passed and was told to call back if the alarm happened again. He said that he has tried all remedies and did not want to troubleshoot. He was advised that the insulin pump will need to be replaced and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. No unexpected excessive no delivery. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.